Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported the product has grease on it. To aid in the investigation, thirty-one bulk packaged samples and three photos were received for evaluation by our quality team. A visual inspection was performed with 30x magnification. No defects, imperfections or foreign matter of any kind was observed. The three photos provided show bulk packaged syringes. No other defects or imperfections were observed. A device history record review was completed for provided material number 302035, lot 4274710. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.

Event description:
No additional information received.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # 301035 batch # 4274710 verbatim: rcc received a complaint via email. Email(s) attached. Problem statement the product has grease on it. Description of problem discover doing the production process in cleanroom. Sample available yes.